Event description:
The customer contact reported a leak. It was reported that the tubing set was primed and per user facility procedure, the tubing set and solution container were hung on an IV pole. It was reported that on the following day, the plumset was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the plumset for piggyback delivery of oxiliplatin and irinotecan. After an unspecified length of time, the customer contact reported that solution leaked at the connection between the plumset and the secondary tubing set. No specific details were provided. There was no reported adverse patient effects and no reported any delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.